Event description:
The complainant alleged that while attempting to monitor a pt that was found cold and unresponsive by the medics, the device would intermittently power up and also shut off after a few minutes of use. The pt expired, although the complainant did not indicate that the patients expiration was a result of the reported malfunction.